Event description:
The physician used a cook endoscopy web extraction basket. Once the basket was inside the biliary channel, removal of the basket was not possible. The pt was transferred to another facility for an intervention to remove the extraction basket. Pt injury or death did not occur. Several attempts were made in an attempt to collect additional details regarding pt impact and device usage. No add'l details were provided.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusons: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: an ampullary opening inadequate to allow for the unimpeded passage of the basket is listed in the web extraction basket instructions for use as a contraindication. The physician may choose to perform a sphincterotomy to widen the ampullary opening and allow passage of the basket and object(s) from the bile duct (i.e. Biliary channel) to the small intestine. Information regarding a sphincterotomy was requested, but not provided. Impaction of the object with the basket is listed in the web extraction basket instructions for use as a potential complication. The instructions for use also warn the user that surgical intervention may be required if stone impaction occurs. The instructions for use for the web extraction basket includes a caution that states if difficulty is encountered during removal of the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If this proves unsuccessful, the physician may elect to perform mechanical lithotripsy to crush the stone while inside the duct. If passage is still restricted, surgical intervention may be necessary. Prior to distribution, all web extraction baskets are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. This observation represents an unusual occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.